Event description:
Initial report was that the generator was referred for replacement due to low battery. Further information received stated that the patient experienced a seizure due to lowering medication and need for a new vns. Information was received from the physician stating that believed cause of the patient's seizures is due to low battery of the vns device. The physician also stated that patient's seizures are better compared to pre-vns level until the battery is low. The physician also noted that they understood that if system diagnostics are performed and there is no issue with therapy being delivered, the device is still operating at therapeutic levels as determined by him. The patient has been referred for a replacement, however surgical intervention has not occurred to date. No other relevant information has been received to date

Event description:
It was reported that the patient underwent vns generator replacement surgery. The explant facility is historically a no return site, and therefore the explanted device is not expected to be returned.